Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three coils in my body". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in my left side"), autoimmune disorder ("I dealt with all the autoimmune issues"), erythema ("ear turns red almost purple at time and very hot"), feeling hot ("ear turns red almost purple at time and very hot"), hot flush ("hot flush"), night sweats ("night sweat"), urticaria ("hives"), food allergy ("food allergy"), seasonal allergy ("hay fever"), hypersensitivity ("environmental allergies"), arthritis ("arthritis"), abdominal pain ("abdominal pain"), alopecia ("hair fall"), rash ("rashes"), abdominal distension ("bloating") and mood swings ("mood swings") and was found to have uterine leiomyoma ("fibroid where the third coil was touching"). The patient was treated with surgery (hysterectomy on july 31,2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma, autoimmune disorder, erythema, feeling hot, hot flush, night sweats and urticaria outcome was unknown, the food allergy, seasonal allergy and alopecia was resolving and the hypersensitivity, arthritis, abdominal pain, rash, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthritis, autoimmune disorder, erythema, feeling hot, food allergy, hot flush, hypersensitivity, mood swings, night sweats, pelvic pain, rash, seasonal allergy, urticaria and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three coils in my body". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in my left side"), autoimmune disorder ("I dealt with all the autoimmune issues"), erythema ("ear turns red almost purple at time and very hot"), feeling hot ("ear turns red almost purple at time and very hot"), hot flush ("hot flush"), night sweats ("night sweat"), urticaria ("hives"), food allergy ("food allergy"), seasonal allergy ("hay fever"), hypersensitivity ("environmental allergies"), arthritis ("arthritis "), abdominal pain ("abdominal pain"), alopecia ("hair fall"), rash ("rashes ") and abdominal distension ("bloating"), was found to have uterine leiomyoma ("fibroid where the third coil was touching") and underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma, autoimmune disorder, erythema, feeling hot, hot flush, night sweats and urticaria outcome was unknown, the medical device removal and hypersensitivity had resolved and the food allergy, seasonal allergy and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthritis, autoimmune disorder, erythema, feeling hot, food allergy, hot flush, hypersensitivity, medical device removal, night sweats, pelvic pain, rash, seasonal allergy, urticaria and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as erythema, feeling hot, hot flush, night sweats and urticaria. On 23-mar-2020: social media received: new events added: medical device removal, food allergy, seasonal allergy, hypersensitivity, arthritis, abdominal pain, alopecia, rash, abdominal distensionand reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three coils in my body". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in my left side") and autoimmune disorder ("I dealt with all the autoimmune issues") and was found to have uterine leiomyoma ("fibroid where the third coil was touching"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, uterine leiomyoma and autoimmune disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.